Event description:
It was further reported that a driveline boot cover was returned to the manufacturer. Manufacturer's analysis subsequently revealed foreign material within/around the driveline boot.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and driveline boot cover with unknown lot number were returned for evaluation. A review of the device history record confirmed that the associated pump met all requirements for release. No performance allegations were made against the driveline boot cover. Review of the driveline boot cover¿s device history record was not performed as the reported event and analysis associated with these devices are not related to a manufacturing or servicing issue and since the lot number is unknown. A review of the driveline cover's service history review could not be conducted since the lot number was unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned driveline boot cover revealed that the device passed dimensional verification and functional testing. Visual inspection revealed foreign material within and around the driveline boot cover. This is an additional finding not related to the reported event likely due to handling of the device. Visual inspection of the returned pump revealed abrasions on the lower housing ceramic surface and inferior surface of the impeller as well as abnormal wear and damage to the coating finish on the center post and on the inner diameter of the impeller. Further visual inspection revealed a crack along the center post cap welding. Functional testing was not performed to prevent further damage. Review of the magnetic scanner system results revealed abnormal magnetic data. Dimensional verification performed revealed that the back preload, spring rate, front housing disc curvature and rear housing disc curvature measurements were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Pathological evaluation of the returned pump did not reveal any evidence of thrombus within the pump. Log file analysis revealed increased power consumption on 03/apr/2024 to parameters above normal operating range and two (2) high watt alarms logged since 03/apr/2024. Additionally, six (6) low flow alarms were logged since 28/mar/2024. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the investigation conducted, the most likely root cause of the reported pump noise event, high power event, and the observed abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly. Moreover, it is likely that the observed crack along the center post cap welding allowed fluid/moisture ingress in the center post chamber, compromising the magnetic field of the inner bearing magnets. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization. CAPA pr00510718 is investigating demagnetization of the inner bearing assembly. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / serial or lot#: d9: yes, return date: 230sep-2024 h3: yes h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized due to the ventricular assist device (vad) exhibiting high power induced by demagnetization.  Low flow alarms and high watt alarms were noted.  It was also reported that the patient heard a loud noise from the pump four weeks ago.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient underwent a vad exchanged to the competitors brand and it is in critical conditions.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.